Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and moderately calcified target lesion was located in the left anterior descending artery. A 3.00 x 12 semi compliant balloon was used to pre dilate the lesion. A 3.50 x 48 synergy was fully deployed at 11 at, with no issues. After post dilation with a 3.00 x 12 non-compliant balloon, a flow limiting distal edge dissection was noticed in the distal part of the stent. A 2.75 x 24 synergy was deployed distally, overlapping it and covering the dissection. The procedure was completed successfully and the patient fully recovered.